Event description:
It was reported that during procedure, an error code 375 occurred repeatedly. It was indicated that the procedure was not completed due to another reason. There were no patient complications. No further information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that during procedure, an error code 275 (syringe water fill error) occurred repeatedly. The procedure was not completed due and was rescheduled for a later date. There were no patient complications reported due to this event. No further information was provided. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Correction to field b5: describe event or problem correction to field h6: device codes the device was not returned for analysis; therefore, no visual or functional testing was able to be completed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of device displays 275 syringe water fill error was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, an investigation conclusion code of cause not established was assigned to this investigation.